Manufacturer narrative:
It was reported by the customer that trifuse filter is leaking. One sample was received for quality investigation. Visual inspection was conducted and there were no damages or abnormalities identified. A fluid push was then conducted on the trifuse extension line with the in-line filter. A 10ml bd needleless syringe filled with water was used to push fluid through the extension set line. Bubbles and fluid were noticed immediately coming from the filter vent, however, the filter was not occluded and allowed flow past the filter as well. Additionally, a pressure test was conducted to see if the vent would allow for air to pass through the vent by pressurizing the sample with 10 psi of pressure and clamping the end of the extension set line. Air escaped through the vent as expected. With the initial test of the filter showing leakage of fluid past the filter vent. Further investigation is needed to determine why the filter is allowing for the liquid to move past the filter media. Investigation at the manufacturing facility indicates that some air was passing through the filter membrane however, very little, additionally, the filter was tested with water at a test pressure of 35 psi and leakage at the filter vent was confirmed. The sample was then flushed with distilled water at 20 psi and then dried for 8 hours. After allowing the filter to dry, it was tested to see if it gained back its hydrophobicity. The filter functioned normally after flushing and drying the filter. Based on this result, the root cause of the leakage was a loss of hydrophobicity due to the filter being compromised by the drugs/solution used when it was used. A device history record review for model mz9270 lot number 24038212 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: mz9270 batch#: unknown. It was reported by the customer that trifuse filter filter leaking. Verbatim: rcc received a complaint via email. Trifuse filter filter leaking. Product / catalogue number mz9270.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Trifuse filter filter leaking.